Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges intermittently did not fit onto the pump due to cartridge damage. A cartridge change was performed resolving the issue. Customer's blood glucose was above 300 mg/dl.